Event description:
I (B)(6), and another gentleman, we both had salto talaris total ankle joint replacement (tar) (B)(6) 2012 at (B)(6). On (B)(6) 2013, myself and the same gentleman were both back at (B)(6) for failed joint replacement. I (B)(6) opted for ankle fusion, the other gentleman opted for revision. I (B)(6) lost a year worth of work between implant and lst fusion. Then in (B)(6) 2015, I needed a fusion revision because of a screw backing out through my achilles tendon all on my right ankle.